Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a damaged downstream occlusion seal. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint was confirmed through visual inspection. The downstream occlusion seal was found degraded, it was replaced.